Event description:
An implanted medtronics pump with a subcutaneous tunneled catheter to the intrathecal space in the lumbar spine for pain control, formed a fibroma at the catheter tip causing necrosis of the spianl cord by compression resulting in a laminectomy at l2 for removal of the compressing mass lesion which resulted in some posterior cord necrosis and permanent cord damage.